Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The returned device was visually inspected and the insertion/retraction of the catheter was functionally tested. Visual inspection showed the device was intact with no apparent issue. Functional testing of the achieve worked as per specification. It was inserted/withdrew multiple times without getting stuck into the luer or guide wire lumen of a test cryoablation catheter. The reported issue (stiff mapping catheter) was confirmed through testing with the cryoablation catheter used during the case. There was difficulty inserting the mapping catheter in the cryoablation catheter used during the case due to a guide wire lumen kink in the cryoablation catheter.

Event description:
Information received by medtronic indicated that the patient developed pericardial effusion and a decrease in blood pressure during occlusion of right inferior pulmonary vein, which led to cardiac tamponade. The procedure was aborted. The physician also reported that the mapping catheter was "too stiff". Device 1 of 2, reference MFR report: 3002648230-2014-00212.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.